Event description:
A malfunction was reported on the pump by the caller, specifically showing malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Corrective actions involved technical support assisting the caller with resetting the pump; however, the malfunction code recurred. Consequently, technical support decided to replace the pump. The customer was also instructed to use a multiple daily injections (mdi) backup therapy. Additionally, steps were provided for placing the pump into storage mode, and a replacement pump was sent with guidance on the exchange process.